Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the physician considers the char excessive and estimates risk to be increased. The device evaluation was completed on 11-feb-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed that a thin layer of char, thrombus, or clot residues were observed located at the bottom of the dome in the transition between the dome and the first ring. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char/thrombus issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient's body. An escalation investigation was addressed to investigate the event reported by the customer. Explanation of codes: investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿char¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thin layer of char¿. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿physician considers the char excessive and estimates risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thin layer of thrombus or clot residues¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the physician considers the char excessive and estimates risk to be increased. After the procedure, the doctor noticed some charring above the electrode. The patient had no complications. The char was between the tip electrode and electrode 2 at the plastic ring separating the electrodes. The system did not present any error message nor did the physician / user see any product problem. No issues related to temperature and flow on the catheter. The patient was anticoagulated. Act was >300 and maintained throughout every case. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considers the char is excessive. The physician considers the amount of char observed caused a potential risk to this patient. The physician estimates the risk to be increased. No patient consequence. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The duration of the ablation was not greater than 60 seconds, qmode+ - 4s. The average contact force was not greater than 25 grams. Physician aims for 5-15grams. Irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 2s. Heparinized normal saline was used. Generator parameters: qmode+, 90w, temperaure target: 55°c, temperature cut off: 65°c.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).